Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Possible models could include: 5076, 5568, 5086 MRI,5092, 5592, 5054, 5554, 5024, 5524 m, 6931, 6949, 6935, 6947, 6943, 6944, 4193, 4194. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: non-laser percutaneous extraction of pacemaker and defibrillation leads: a decade of progress. Europace. 2017; 19(9):1521-1526. 10.1093/europace/euw162. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding the extraction of implantable transvenous leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patients required lead extraction due to infection, pericardial tamponade, and oesophageal perforation. Complete lead extraction failed in several patients due to lead migration. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.